Event description:
Aide was lifted using hand operated device for motor operated appliance (chair) when she heard a pop, saw a white flash and smelled smoke. Diagnosed with first/second electrical burn to right hand.